Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-15062021-0000978264 submitted for adverse event which occurred on 5/25/2010. Mwr-15062021-0000978265 submitted for adverse event which occurred on 7/17/2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, adhesions of small bowel to the failed mesh, small bowel resection, nausea, inflammation, and loss of appetite. Other procedure is captured under separate file. No additional information was provided.